Manufacturer narrative:
This report is submitted on november 12, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the audiologist, the patient experienced skin issues at the abutment site and subsequently was treated with silver nitrate. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported the patient was treated with a topical antibiotic. This report is submitted on july 12, 2019.